Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient in USA contacted lifescan to report the one touch verio iq meter was giving inaccurate readings compared to another meter. The patient obtained the blood glucose reading of 268 mg/dl on the reported meter and the reading of 203 mg/dl on the other meter. There was no patient injury associated with this issue. As the issue was not resolved and the test results fell outside expected values for meter to meter accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Supplemental information 4/25/2014: two additional meter-to-meter accuracy comparisons were performed and reported during the initial call to customer service. This supplemental 3500a MDR is being submitted to provide this additional information. The reporter noted the patient compared results obtained on the reported meter using a different, unspecified lot number of ot verio test strips to results obtained on the contour meter. The patient was unable to provide any specific test results. The reporter also noted that the patient compared results obtained on the reported meter to results obtained on the onetouch ultramini meter; no specific test results were provided. The patient¿s products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of lifescan of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 2 ¿ (05/21/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.